Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indication for use. It was reported that when changing an electrode, part of the electrode ripped off and got stuck in the foramen. It was reported the reason for device return is pain and patient doesn¿t need the stimulation anymore because the bladder situation is fine with other options.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that ¿due to the bladder dysfunction, the patient received external implantation in 2015 as part of sacral neuromodulation. Neuromodulation with initially good effect but with increasing pain in the right leg over time. The bladder dysfunction is currently compensated for by the patient's supportive measures, so that the pulse generator has been switched off for some time. Now explantation is desired to treat the pain in the right leg. Intraoperatively, two poles of the electrode ventral to the os sacrum are found to be so are so adherent that this part of the electrode cannot be retrieved and remains in the body. This means for the patient that the remaining electrode residue must be indicated during MRI examinations and the theoretical risk of heating of these metal electrode poles.¿

Manufacturer narrative:
Continuation of d10: product ID 3889 lot# unknown: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was implanted externally in 2015 due to bladder emptying disorder. They had good effect initially, but over time they had increasing pain in the right leg. The bladder dysfunction was currently being compensated for by patient's supportive measures, sot eh pulse generator had been off for a long time and explantation was now desired in order to treat the right leg pain. Description of the surgical procedure stated that dissection along the wire up to the foramen of the sacrum under x-ray control. The x-ray shows the connection of the wire to poles 0 and 1, but these poles are located completely ventral to the edge of the bone of the sacrum, and therefore cannot be seen or grasped at the ventral end of the wire that can be imaged. Demonstration of the situs on ca prof. Dr. Do and try to follow the wire through the foramen of the sacrum together. When the foramen is spread, the wire then detaches from the two lower poles, which must therefore remain. An attempt is also m ade to grasp the ends of the electrodes with an overhaul by shaping them under x-ray control and fluoroscopy, but they cannot be reached in this way either.

Manufacturer narrative:
Continuation of d10: product ID 3889 lot# unknown serial# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n xxxx) revealed that the 0 and 1 conductor(s) was/were broken in the body of the lead at or near the tin es. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.